Event description:
The customer stated after changing to architect (B)(4), the rate of grayzone reactive (B)(4) results was much too high then with the previous method. Additionally, the customer indicated physicians were complaining about the grayzone reactive (B)(4) results as patients with grayzone results are put in isolation. There was no impact to patient management reported.

Manufacturer narrative:
(B)(4). Evaluation. Results: cross contamination was identified as a potential cause. Conclusion: insufficient active antigen is being coated on the microparticle with the current microparticle manufacturing process. Elevated grayzone / reactive results may be observed for the architect (B)(4) assay (ln 6l21) when it is run on the same module with the architect (B)(4) (ln 1l82). An adverse trend in us customer complaints for architect (B)(4) assay (list number 6l21) regarding higher than usual grayzone/reactive (gz/r) results rate was detected on (B)(6) 2009. The investigation revealed the most probable cause for the increase rate of gz/r results is the (B)(4) antigen (B)(4) which has a reduced potency that affects the architect (B)(4) performance. Insufficient active antigen is being coated on the microparticle within the current microparticle manufacturing process resulting in a performance that is characterized by lower calibrator 1 relative light units (rlu) values. As a result, the signal to noise ratio is shifted specially in the negative samples leaving the assay prone for false grayzone/reactive results and increases arch (B)(4) assay susceptibility to reagent cross contamination and test system variability. As a preventive measure to protect the integrity of test results, customers were instructed by a product information letter to follow an alternative processing method by segregating all (B)(4) samples.